Manufacturer narrative:
Service visited on (B)(4) 2011, and found ise waste tube overflow due to clot in waste valve and line #15. The field service engineer (fse) cleaned off the face of the valve and flushed 40ml of bleach through line #15. The fse cleaned up the floor. The fse ran calibration and qc.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from unicel dxc 880i synchron access clinical system. The customer noticed that waste drain from the flow cell drain line 36 may be blocked and there was overflowing of liquid. There was no effect to patient or user.